Event description:
Caller alleged potential false positive troponin (tni) on the triage cardiac panel versus another device, the centaur. Pt whole blood sample was used. Pt went to the hospital due to positive tni results on the triage meter but centaur result was negative for troponin (no specific value given). ECG was normal. Cqi was also ok. No additional pt information provided.

Manufacturer narrative:
Pt samples were not returned. Product support tested retained lot w48746 with negative control, calibrator z, positive control, calibrator h and 2 normal whole blood edta donors for troponin recovery. No false positives or high bias in tni recovery was observed with any samples. No error codes were observed. All data points with calibrator z and both normal donors were below the manufacturing cut off. One data point with calibrator h was above the manufacturing 2sd range, with a percent recovery of 103%. The presence of this outlier and percent recovery is within the manufacturing final release specifications. No false positive results were observed with the negative control or with the normal whole blood donors. Product support was unable to verify customer's false positive complaint and could not rule out any sample specific or environmental factors that may have affected analyte recovery. Only one complaint has been reported for lot w48746. This issue will be subject to tracking and trending. No corrective action required at this time as not product deficiency was established.